Event description:
This is a case reported from baxter italy; the competent authority is ufficio dispositivi medici. The dialysis centre physician reported to baxter that in april 2008, the pt used the minicap transfer set which did not close properly resulting in peritonitis. The pt received two weeks of antibiotic therapy of targosid (teicoplanin) and nebicina (tobramycin). The pt outcome is unk. The sample is not available.

Manufacturer narrative:
The lot number unk, and no sample is available for evaluation.